Event description:
In a general email statement, the reporter states that during a 3 month post-op checkup to a shoulder repair, it was revealed through x-ray that the versalok anchor used in original fixation was completely out of the bone. No other details are known at this time, however, a query has been sent to the reporters of the event asking for details & clarity.

Manufacturer narrative:
At this point in time, very little is known about this adverse event. We are in the information gathering mode. When all of the information that can be had is had, and whatever evaluation conclusions result will be the subject of a follow-up report.